Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
When unit is turned on, the chair will go into 3rd gear and when she engages joystick, the unit will take off on her before she notices the speed in third gear.